Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 30026792l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. At an unknown phase of the procedure, pericardial effusion was noticed on ultrasound. Cardiac tamponade was confirmed by intracardiac echo. Pericardiocentesis was performed, and 300 ml of fluid were removed from the pericardium. It is unknown if extended hospitalization was required as a result of the adverse event. The patient was reported to be in stable condition. There¿s no information regarding physician¿s causality opinion. There were no issues, errors or malfunctions reported in any bwi product or equipment. It is unknown if transseptal puncture was performed. The generator parameters at the time of injury are unknown. It is not known if the patient received anticoagulant during the procedure. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter catheter and suffered cardiac tamponade requiring pericardiocentesis. The patient was reported to be in stable condition. There¿s no information regarding physician¿s causality opinion. There were no issues, errors or malfunctions reported in any bwi product or equipment. On 8/7/2018, additional information was received indicating the adverse event occurred during transseptal phase. With the new information received the complaint has been reassessed and determined the event is not reportable. It is considered a concomitant event since the issue occurred during the transseptal puncture phase; however, since the event was already reported to FDA, bwi will continue to submit supplemental 3500a reports as required. Product evaluation details: the device evaluation has been completed. The device was visually inspected, and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor was tested and it was working properly; force values were observed within specifications. Electrical test performed on the catheter found it within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's ref # (B)(4).

Manufacturer narrative:
On (B)(6) 2018, additional information was received regarding the event and the patient. It was clarified that the patient was a 67 year old male. The adverse event occurred during transseptal phase. The patient required extended hospitalization as a result of the adverse event. Patient outcome is fully recovered with no residual effects. The physician¿s causality opinion is unknown. There were no factors cited that might contributed to the adverse event. There were no issues, errors or malfunctions reported in any bwi product or equipment. Transseptal puncture was performed with an unknown transseptal needle and a st. Jude medical agilis 8.5 fr sheath. The generator was not in use at the time of injury as the issue occurred during the transseptal puncture. The patient received anticoagulant during the procedure (unspecified) with an activated clotting time of 300 seconds. With the new information received the complaint has been reassessed and determined the event is not reportable. It is considered a concomitant event since the issue occurred during the transseptal puncture phase; however, since the event was already reported to FDA, bwi will continue to submit supplemental 3500a reports as required. Additionally, the bwi failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref # (B)(4),